Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a failed battery test alarm. Customer sated that she changed 3 batteries and the pump will stay on for a few minutes and then turn off. Troubleshooting was performed and the customer does not have a battery to test with. Customer received a failed battery test during troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents and no damage was noted to the isolation tape. No unexpected failed battery test alarm was noted. The insulin pump was also received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.